Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. It was noted that the returned device indicated a damaged grommet and the returned device found a set screw with a rounded socket.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the device atrial set screw would not screw in at first. Then there was noticeable atrial noise. The set screw then fell out when trying to remove and re-insert the atrial lead. The device was not used and another device was successfully implanted. No patient complications have been reported as a result of this event.